Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, first inflation was performed at 10atm for 30 seconds but the balloon ruptured upon second inflation at 10atm for 20 seconds. The device was removed without problem with the usual method and the procedure was completed with a different device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, first inflation was performed at 10atm for 30 seconds but the balloon ruptured upon second inflation at 10atm for 20 seconds. The device was removed without problem with the usual method and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification (#ps3010). A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.